Event description:
It was reported that during a da vinci-assisted surgical procedure, the cutting effect of the harmonic ace instrument tip was not good and could not be used normally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was found to have the curved blade broken at the base. A piece approximately 0.542" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. The complaint was confirmed by failure analysis. Review of the provided image is consistent with complaint. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).